Event description:
A report was received from an in-home device user stating the tracheostomy tube broke at the 15 mm connector after approximately 5-10 days of use. The customer reportedly taped the connector to prolong the device use. No incident related medical sequela reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.